Manufacturer narrative:
It was reported that during a surgical procedure, the tip broke. It was retrieved with the aid of x-ray. No pt injury or further complication resulted. The facility reported that the surgeon manually bent the tip prior to using it. The tip was not retained for eval. Bovie medical is the MFR of this device. They have been notified of this incident.

Event description:
During a cardiac procedure, the cautery tip broke. It was retrieved without injury to the pt.